Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 432 mg/dl before they treated with 10 units and went low. The customer was given food, glucose tablets, and intravenous glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer reported their meter was 50 points off the hospital meter. The insulin pump will not be returned for analysis.